Manufacturer narrative:
Additional information : the device was manufactured october 30, 2017- october 31, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2019. Correction/removal report number: 3010291427-09/06/19-001-r should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked on the front side of an unspecified port. The event occurred during preparation before patient use. There was no patient involvement. No additional information is available.